Manufacturer narrative:
Based on the results of the global decision tree the available information suggest that an inaccurate or incorrect ECG heart rate that falls within set alarm limits may result in delayed identification or unnecessary treatment of a tachycardia or bradycardia event. Based on this information, the malfunction did not cause or contribute to a death or serious injury; however, it is likely to cause or contribute to death or serious injury if it were to recur. Therefore, this event is reportable. Analysis was performed by the field service engineer (fse) who was dispatched onsite and tested the device in question. The results of the analysis were that the measurement server was not proper connected to the docking station which caused the ECG not displaying correctly. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was that the measurement server was no connected properly to the docking station. The issue was resolved by reconnecting the device to the docking station. A review of the service history for this device confirm the problem has not been reported again for this device.

Event description:
It was reported the ECG was not displaying correctly. The device was in use on a patient. There was no report of patient or user harm.